Event description:
On (B)(6) 2011, there was an "e0002" suction error that would not clear. Other errors came up intermittently. The unit cycled through a number of error codes. This cusa nxt was going to be used on trial by the physician. Although there was no patient involvement, no patient injury, and no delay in the surgical procedure, integra lifesciences corporation's risk management review on (B)(6) 2011, indicated that an error code for a suction system failure can cause a reduction in anticipated aspiration which can cause a build-up of debris both in the patient and in the suction tubing. It can also cause a loss of aspiration which can cause a delay in the surgical procedure until an alternative suction system is obtained. The patient's risk is classified as moderate as the delay in procedure has the potential to cause minor but reversible injury.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.